Manufacturer narrative:
Date of device manufacture year is 2006. The month of manufacture was june. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit didn't pass the pre-use test. Both manual and mechanical ventilation were not available. There was no reported patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspirational proportional valve was replaced to resolve the issue.

Manufacturer narrative:
An engineering cross functional review of this case was performed. Based on this review, this case has been reassessed as not reportable because the failure is not hazardous. The device failed the self-test which will prevent use of the device.